Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. An external visual and exterior physical visual inspection were performed and passed. The sensor wire was present and not detached. The allegation was not confirmed. The probable cause could not be determined.